Event description:
It was reported that the patient presented initially for implant due to paroxysmal av block and syncope. One month post implant, it was noted that capture threshold was not possible and the patient reported an incident of syncope at some point after implant. It was also reported that the ventricular threshold increased. There was suspected av block and inability of the right ventricular (rv) lead to capture the ventricle related syncope. The physician viewed the case as a result of the patient's development of physiologic exit block for an unknown reason rather than a lead malfunction. The rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut and was breached cut. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted apparent explant damage.